Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lifescan alleging inaccurately high readings with her onetouch ultralink meter compared to another meter. The patient reported obtaining readings of "568mg/dl" on her lfs meter and "348mg/dl" on a hospital meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan's criteria for accuracy. The patient reported being in the hospital for an unrelated to diabetes diagnosis. There is no indication that the product cause or contributed to an adverse event. This complaint is being reporte because the reported issue remained unresolved with troubleshooting.